Manufacturer narrative:
Product complaint # (B)(4). Additional information: were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Was air leakage detected? By the description of the issues appears it was used the names "reservoir" and "drains" interchangeably, please clarify which product did not compress and was unable to create a vacuum: device return status: note: event reported on mw# 2210968-2021-11532.

Event description:
It was reported a patient underwent a mastectomy on (B)(6) 2021 and a reservoir was used. During surgery, when the reservoir was used it did not compress. When they squeezed the white plates together, the central window did not click into place, unable to create a vacuum. They have used for this patient another reservoir to monitor the this one to make sure that it is not faulty and did not work properly. Surgery delayed about 5 - 10 minutes, action taken when event occurred, took a third one that worked. Procedure successfully completed. No adverse patient consequences.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information: d4, h4, h6 component code: g07002 product not returned. Additional information has been requested and received. Attempts have been made to obtain the product, not received to date. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Ju0139 for x2 2163 j-vac reservoir did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No was air leakage detected? No air leakage detected by the description of the issues appears it was used the names "reservoir" and "drains" interchangeably, please clarify which product did not compress and was unable to create a vacuum: the reservoir did not compress and was unable to create a vacuum. There was 2 reservoirs that malfunctioned. The third opened reservoir worked perfectly. Device return status: not available, been discarded by the hospital. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.